Manufacturer narrative:
H4: device manufactured on july 6, 2022- july 7, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device did not fully infuse the medication dose as it was observed that approximately 30% remained within the device after the expected therapy time was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.